Event description:
It was reported that a patient had a revision surgery to replace insert, head and stem due to stem loosening. The surgeon has requested an oxidation analysis and wear analysis on the removed insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed. Burnishing and third body indentations were observed throughout the articulating surface. A small area of delamination was observed around the distal rim of the insert. Some explantation damage was observed. No evidence of manufacturing or material defects was observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert. A material analysis report concluded that no evidence of manufacturing or material defects was observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because the device insufficient information was provided.

Event description:
It was reported that a patient had a revision surgery to replace insert, head and stem due to stem loosening. The surgeon has requested an oxidation analysis and wear analysis on the removed insert.